Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with fluctuating blood glucose levels. The customer state they have had high and low blood glucose levels. The customer's levels had been as high as 647mg/dl, and as low as 47mg/dl. The customer states they feel the pump may be under delivering. The customer was unable to troubleshoot the device at the time of call. The customer would be calling back in order to troubleshoot.